Event description:
It was reported that the patient had the device implanted on (B)(6). It was noted that the patient¿s swelling was going down from surgery. It was reported that the patient saw a picture of a hand and two arrows. It was noted that implantable neurostimulator was three-quarters full. It was reported that the patient had a lot of electrical equipment in the house. It was noted that whenever the patient was sitting down it felt like the patient needed to reduce the amount of stimulation and when the patient was laying down, it felt like the patient needed to increase the stimulation

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to adjust the stimulation from his implantable neurostimulator (ins). It was further reported that the ins displayed a "call your doctor icon." It was additionally reported that the patient experienced a power on reset (por) condition. The patient reported that once he cleared the por that his "issue" was "resolved." A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID 39286-65 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID 37746 lot# serial# (B)(4), product type programmer, patient product ID 37754 lot# serial# (B)(4), product type recharger product ID 3708140 lot# serial# (B)(4), implanted: 2013 (B)(6), product type extension product ID 3708140 lot# serial# (B)(4), implanted: 2013 (B)(6), product type extension. (B)(4).